Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted for normal battery depletion. During the explant procedure, it was reported that several setscrews were found to be frozen. After several attempts with different wrenches, all of the setscrews were able to be loosened. The device was explanted without any further complication. No adverse patient effects were reported. The device has been returned for reliability analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. Visual inspection noted a cut across the header and medical adhesive around the atrial tip and right ventricular tip sealplug. The sealplugs were not compromised and no holes in the sealplugs were found. All setscrews moved freely, however the df+ setscrew was difficult to get a torque wrench to "grab". The df+ sealplug was removed. The retainer ring was volcanoed and the setscrew hexslot was rounded on the top portion of the shaft. All the remaining sealplugs were removed. Both the df+ and df- retainer rings were volcanoed and the atrial ring was slightly bent upward. All the other retainer rings were flat. The df+, left ventricular ring, atrial ring setscrew hexslots show evidence that a wrench was not fully inserted when the wrench was turned. The df+, df, and atrial ring retainer rings were bent upward indicating the screw continued to be turned after it had reached the ring.